Event description:
Caller states the patient tested 2.5 inr on the coaguchek test system and 1.8 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect test system and replacement was sent.